Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a male pt who received super poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neurological injuries due to the ingestion of super poligrip. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: at hematology/oncology visit on (B)(6) 2010, the pt was seen for anemia and leukopenia that had recently been diagnosed at an emergency dept visit on (B)(6) 2010. He had presented with fatigue, lower extremity swelling, and numbness and tingling in the toes and fingers. At the current visit, the pt noted he had some numbness in his hands and from his knees down bilaterally with painful paresthesias over the year prior. It was noted that the pt was concerned about zinc poisoning from poligrip. B12, folic acid, and serum protein electrophoresis were all normal. On (B)(6) 2010, it was noted the pt used poligrip at 2 to 2.5 tubes weekly for over 16 years for poor fitting dentures. Bone marrow biopsy was not indicative of myelodysplasia. Zinc level was 219 mcg/dl (normal 60 to 120) and copper level was less than 10 mcg (70 to 140). The physician noted the neutropenia and anemia was possibly due to the pt's copper deficiency and felt it could be due to mild iron deficiency and significant alcohol use. Copper supplementation was started at that time at 2 mg daily. Repeat zinc level was found to be 213. This case was now considered medically serious by gsk. Super poligrip is mfg in (B)(4), and neither the prod nor lot number for this prod was available.

Manufacturer narrative:
(B)(4).